Manufacturer narrative:
.

Event description:
The physician reported that the stroke was not related to vns therapy.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient has a past medical history of stroke. The relationship between vns therapy and the stroke is unknown. Attempts to obtain additional information have been unsuccessful to date.